Manufacturer narrative:
On 24-nov-2025, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a patient underwent an atrial fibrillation ablation procedure with a thermocool smarttouch sf and there was high abnormal temperature displayed on the smartablate generator and signals disappeared when the catheter was plugged in. The medical team confirmed that there was no available means to monitor the patient's heart rhythm on all ECG (electrocardiogram) channels. The issues were noted 15 minutes into the procedure. The catheter was inside of the patient's body at the time of these issues. Temperature cut-off value was exceeded, the system blocked the ablation. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection, temperature, impedance, irrigation and electrical test of the returned device were performed. Visual inspection revealed no damage or anomalies on the device. The device was connected to generator and an ablation cycle was performed and the device was found working correctly. No temperature or impedance issues were found. Additionally, an irrigation test was performed and device was found irrigating correctly. Finally, an electrical test was performed on carto 3 system and no electrical issues were found. No noise or current leakage error was observed. A manufacturing record evaluation was performed for the finished device lot number 31638887l and no internal action was found during the review. The high temperature and electrical issue reported by the customer could not be replicated during the analysis. Other issues or circumstances may have occurred during the usage of the device that compromised its performance. Regarding the high temperature reported by the customer, the ngen generator user manual contain the following information: if an unexpected increase in temperature is observed during ablation with irrigated catheters, verify the patency of the catheter by removing it from the patient to verify that the irrigation fluid is flowing. In relation to the electrical issue reported by the customer, the carto® 3 system instructions for use (IFU) contain the following information: ECG noise is typically generated as the result of improper connection of the body surface ECG patch to the patient. This noise is the most significant during ablation. To resolve this situation, verify proper connection. It is recommended to turn off the notch filter for this verification. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a thermocool smarttouch sf and there was high abnormal temperature displayed on the smartablate generator and signals disappeared when the catheter was plugged in. The medical team confirmed that there was no available means to monitor the patient's heart rhythm on all ECG (electrocardiogram) channels. The issues were noted 15 minutes into the procedure. The catheter was inside of the patient's body at the time of these issues. Temperature cut-off value was exceeded, the system blocked the ablation. No further details were provided regarding troubleshooting of the issue. However, it was confirmed that the procedure was successfully completed. No patient consequences were reported.